Event description:
It was reported that the pump module over infused. The event reportedly occurred between (B)(6) 2024 . Although multiple requests have been made, no additional information was provided. There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. Investigation summary: the report of a pump module over infusion was not confirmed through a review of the logs or reproduced during laboratory testing. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ a review of pump module error logs showed no errors were recorded related to the reported incident. ¿ the log analysis was not able to find any device usage recorded on the reported incident dates or time (about midnight). ¿ the pump module event log contains limited information about the programming of the device and does not contain drug information. ¿ the log analysis begins on june 3, 2024, at 4'07 pm, when the pump module was powered on for first time this day until the last infusion before the date of the reported event > at 4:11 pm an infusion was started with a rate of 0.5ml/h and volume to be infused (vtbi) of 30ml. > between the time of 6.45 pm and 10 27 pm the dose was titrated as follows 1ml/h, 1.5ml/h, 1ml/h, 1 5ml/h. > at 10:34 pm was showed an air in line alarm, then, the infusion was restarted. > at 10:42 pm was showed an air in line alarm, then, the pump module was powered off o it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or the pcd event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. > the pump module event log could not determine why the infusion at the time of 10:27 pm with the rate at 1.5ml/h and the vtbi at22.066ml, programmed to infuse for approximately 15 hours was terminated early after only infusing for approximately 1 hour. ¿ per the bd alaristm system with guardrails user manual (v12.1) states within warnings and cautions, "to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door ¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. ¿ the device was in use for treatment purposes as intended per 21 cfr 820 198(d)(2). The pumping mechanism was disassembled during the internal inspection the mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. ¿ mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. ¿ repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer dchu will not be picking up the cost of the incidental repairs a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause of the reported pump module over infusion was not identified. The returned device was fully evaluated based on the provided details, and no issues or anomalies were observed during the log review and laboratory testing

Event description:
It was reported that the pump module over infused. The event reportedly occurred between 04 june 2024 and 05 june2024. Although multiple requests have been made, no additional information was provided. There was patient involvement and no harm.